Manufacturer narrative:
(B)(4). Physio-control performed an intial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control replaced the device's power pcb assembly, battery wire harness, and battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. There was no patient use associated with the reported event.